Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
After closing pt, surgeon took x-rays and noticed an unidentified piece in the body; pt was reopened, and the piece was removed. It was identified as part of a drill but that broke during use. Surgeon had not noticed that the drill bit had broken during use.